Event description:
A healthcare professional reported during three separate procedures, the cannula detached from a 3cc syringe. There was no harm or injury to the patient's involved. Additional information has been requested. This is third report of three medical device reports being filed for this facility.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. No lot number was indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause could not be determined. (B)(4).